Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Patient reported a left side exchange from textured to smooth implants due to the patient's concern with the product. In addition, the patient reported their left-side appeared to be ¿leaking¿. Device status is unknown.